Event description:
It was reported that the procedure was to treat a lesion located in the heavily tortuous, mildly calcified, 78% stenosed, mid left circumflex (lcx). A 1.2x6 mm trek balloon catheter was used for pre-dilatation and inflation in the proximal and mid lcx using low pressure. To fully open the lesion a 1.5x12 mm trek balloon catheter for additional pre-dilatation to 18 atmospheres, after which a plaque shift was observed jailing the obtuse marginal (om). Due to a jailed (om) another whisper ms guide wire was advanced to the lcx and the om and dilatation was performed with the 1.5x12 mm trek and a non-abbott balloon up to 16 atm. A 2.25x23 mm xience prime stent was advanced; however, did not cross even when using another non-abbott guide wire for support. A non-abbott 2.25x18 mm stent delivery system was able to cross successfully to complete the procedure. The patient was experiencing hypotension throughout the procedure which was treated with medication; however, it was stated it was not related to any one specific device. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: whisper ms. Guide cath: voda 3, 6fr. There was no reported product deficiency. The reported patient effect of occlusion is listed in the mini trek instructions for use as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.